Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 11-nov-2019 from a healthcare professional (hcp) who reported that the patient¿s weight at the time of the event was unknown. The patient was (B)(6) the last time they saw her on (B)(6) 2019. The current status of the pump was unknown by this reporter as they had not talked to the patient or any medical professional about the status of her pump. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dose and concentration not reported via an implantable pump. The indications for use was malignant pain. On (B)(6) 2019 it was reported that the patient was visiting family in a different state and needed to have their pump filled. The patient¿s pump had been empty since (B)(6) 2019 and the patient was going through ¿bad withdrawal¿. The patient had already been to the hospital due to the withdrawals and had contacted their managing physician in their home state to get some medication sent to her. The patient requested physician listings. No further complications were reported or anticipated.